Event description:
It was reported that during an arthroscopic cuff suture and distal clavicle cm resection procedure, the multi-fix anchor broke. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The suture loader was not returned. The distal body anchor is broken at the neck. The neck was returned on the device and the eyelet was returned off the device. The sleeve and proximal screw were returned on the device with no defect. The tip of the insertion device is bent. Bio debris is present. A functional evaluation showed the black end cap cannot rotate the tip due to its bent condition. The white knob will rotate and move the sleeve forward. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include misalignment of inserter handle or excessive force. No containment or corrective actions are recommended at this time.